Event description:
Report 2 of 2. Consumer reported upon removal of a tampon the pledget unraveled and fell apart in half. She manually removed the remaining pledget piece from her vaginal cavity. She did not report back on any medical appointments and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.